Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and reproduced the error by running specimens. Fse corrected pinched vacuum tubing in sorter. Analyzer was validated by running quality control. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states: [4041] incorrect length command received from pc. Cause: an abnormal length commend was detected when a received command was analyzed. Solution: contact tosoh service center or local representatives. Inspect the cables and their connections. The most probable cause of the reported event was due to a pinched sorter tubing.

Event description:
A customer reported getting error message 4041 "sorter y-axis home detection failure" on the aia-2000 analyzer. The customer rebooted the analyzer and removed the dropped cups impeding the main arm movement. Technical support specialist (tss) recommended that the customer also perform cleaning. The analyzer is down, the customer is unable to process samples. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.